Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. Reportedly, tandem customer technical support (cts) instructed customer to continue to use current transmitter with replacement pump and to contact cts should any additional issues arise.